Event description:
It was reported that prior to starting a da vinci surgical procedure, the single site curved cannula accessory was taken out and it was noted that the cannula was 1 instead of 2. The cannula was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. On (B)(4) 2014, intuitive surgical, inc. Representative was contacted to obtain clarification regarding reported complaint. It was indicated that the cannula was inserted into the gel port and noted that it was curved same way as the other cannula, as opposed to both coming from opposite angel. The cannula bowl must have turned over time and this was noted during set up for a procedure. The customer used another cannula to continue with procedure. There was no patient injury or impact.

Manufacturer narrative:
The cannula was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the tube can move with respect to the bowl feature. The weld that joins the tube and bowl was cracked around the circumference. Thus, the cannula cannot be used, as the orientation of the tube relative to bowl is critical to its functionality. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the weld defect found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.